Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the implant procedure the lead tines were not in the proper position. The lead was not used and a new active fixation lead implanted. No patient complications have been reported as a result of this event.